Event description:
It was reported that the patient presented for pre-procedure interrogation prior to device upgrade. It was observed that the right atrial lead that exhibited failure to capture and diminished sensing. A chest x-ray confirmed that the lead had dislodged. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement, failure to capture and low p-wave amp sensing variation. As received, a complete lead was returned in one piece with the helix found stretched/bent and clogged with dried tissue. X-ray inspection found the helix stretched/bent inside the helix housing consistent with procedural damage. An accurate measurement of the full helix length was unable to be performed due to the condition of the lead as received. The reported events of failure to capture and low p-wave amp sensing variation were not confirmed. Electrical tests did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.